Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported the surgeon felt inaccurate by 1 cm when using the heads-up display (hud) on the lecia microscope. The surgeon confirmed the navigation system navigated accurately. The microscope was used for the procedure regardless of the inaccuracy as the site only has one microscope. This issue occurred perioperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. A manufacturer representative who was one site spoke to the staff and was informed the site used t2 registration when they had a better t1 exam. The made note of this for next time. It was also noted the registration used did not encompass many superior direction points and did not contain much of the nose for unique anatomy. Further, the coordinator noted there was a message during the case that stated, ¿low magnification level, zoom to high magnification. Reduce focal length to increase navigation confidence.¿ the manufacturer representative advised the site to ensure they zoom in further next time they receive this message.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.